Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device reported feeling a fast heart rate around 140 bpm. She stated that this higher than her usual 120 to 130 bpm. She also reported that she almost passed out a few weeks ago while getting up from a bed during the time that her sister had died. The patient thought this could have been attributed to stress, and she also reported feeling quivering in her heart at times. A previous phone call from the patient's spouse reported that she had fainted at the funeral and had been spending a great deal of time in bed. A boston scientific technical services (ts) consultant recommended that she discuss these symptoms with her physician.